Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found dried serum on the tip and plunger clamp in the reported problem area of the pipetter assembly. The fse cleaned tip clamps and sleeves and replaced plunger clamps. The instrument was inspected, tested without further problem, and returned to service.